Manufacturer narrative:
This catheter was disposed of by the site. As such, physical analysis has not been conducted in our laboratory. However, labeling and risk reviews were conducted. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance-related issue (based on review of the manufacturing documentation). Reoccurrence of arrhythmia are a known and anticipated risk associated with the use of this product.

Event description:
Newton af clinical study, clinical study ID: (B)(4), subject ID: 0213nw567 it was reported that following a pulmonary vein isolation procedure to treat atrial flutter (af) using an intellanav stablepoint open-irrigated catheter there was a recurrence of the af. The initial ablation procedure was performed on (B)(6) 2022 and on (B)(6) 2022 the patient wore a holter monitor for 24 hours which confirmed the af was occurring. A second ablation procedure was performed on (B)(6) 2022 and the issue was considered resolved with the completion of that procedure. The patient is stable. The catheter is not expected to be returned as the event occurred after the initial procedure had been completed.